Event description:
Caller reported potential false positive result with troponin I (tni) tested on triage profiler sob 25 test kit. Customer observed variability with assay results run on the same pt. A (B)(6), pt, had blood drawn from line and run (at 21:14) on triage sob (B)(4) (used for every test). Dr did not think symptoms agreed with results and same pt wb sample was re-tested at 21:43. Sample was then spun down and exhibited moderate hemolysis. Pt was redrawn from line and wb sample retested and did not show hemolysis. Caller reports pt had high hematocrit and a hemoglobin of 17.3.

Manufacturer narrative:
Investigation pending.